Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation following a hip arthroplasty.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Review of device history records identified no deviations or anomalies. This device was used for treatment. The most likely root cause of this event is patient non-compliance. No corrective actions, preventive actions, or field actions resulted after investigation of this event.